Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the proximal anterior tibial artery. After treating the lesion with a 2x100mm non-abbott balloon catheter, persistent bleeding was seen from the area of extravasation. A 2.5x40mm non-abbott balloon was advanced to the area of extravasation, the balloon was inflated for one minute, but the bleeding continued. A 2.8x16mm graftmaster stent system was advanced toward the area of extravasation, the system was inflated and the stent was implanted. Although placement of the graftmaster stent demonstrated considerable improvement, some minimal persistent flow was seen via repeat angiogram. The patient outcome is unknown as the physician who performed the procedure is no longer employed at the site. No additional information was provided.